Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device (10 & 13/67) enter investigation findings: the device was returned to the factory for evaluation on 14apr2021. An investigation was conducted on 27jul2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the cannula as well as on the harvesting device jaws. There were no visual defects observed on the harvesting device. The adaptor of the cannula was observed to be detached and unlocked from the sled. The adapter was locked back into the sled. There were no visual defects were observed on the adaptor/bell or cannula. The c-ring was observed to be intact, no visual defects were observed. The scope wash tubing and retention rib remained attached to the cannula. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; handle¿ was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, hemopro harvesting tool popped off while the harvester was setting up. The part that came off was actually the tip of the cannula where the c-ring is located. Nothing broke off into the patient. They used another kit to finish the case and no patient harm was reported.